Manufacturer narrative:
Testing of actual/suspected device: the distributor notified that the unit had an automatic shutdown, the field service engineer (fse) went to the site and tested the unit normal, to fix the issue that hse replaced the power supply, which in turn tested with no problems. He performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use the cs100 intra-aortic balloon pump (iabp) had an automatic shutdown. There was no patient involvement, and no adverse event reported.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, e1(site country), g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11 corrected fields: d4 (version or model #) additional information: e1 (contact person phone no. :+(B)(6), event site postal code:(B)(4).